Event description:
(B)(4) clinical study. It was reported that thrombus occurred. In (B)(6) 2014, a left atrial appendage closure (laac) procedure with a 24mm watchman ® laa closure device was successfully performed. In (B)(6) 2014, thrombus was noticed. The event is considered recovering/resolved as medication was given or the regimen was adjusted.

Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).